Manufacturer narrative:
Event date is estimated. Further information requested with regard to weight and not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to communicate with external devices and ipg was deemed to be inoperable. As a result patient underwent surgical intervention wherein the ipg was .replaced and effective therapy was restored.